Event description:
Pre-dialysis wt: 98.8 kg. Post wt: 97.2, dry wt: 96 kg. Machine set to pull 3.1 kg in 4 1/2 hrs. Machine designated weight was all pulled off. Pt scale wt noted pt to be 1.2 kg heavy. Bio-med checked machine. Probable failure of ultrafiltration pump due to thermal fuse failure. Problem unable to be duplicated. The same machine had similar problem on 7/15/96. A thermal fuse was installed in ultrafiltration pump as recommended by the MFR. They installed a new thermal fuse immediately. Ordered uf pump to be installed on arrival.